Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator for a percutaneous microwave procedure. After unpacking a new ablation probe, a functional test was performed at 100]w for 30 seconds. The probe functioned normally and was deemed suitable for clinical use. There was no noted difficulty placing the applicator and no adjunct tools were used. The first ablation on the target lung tumor was conducted at a setting of 140]w for 4 minutes and completed successfully. The applicator was removed and inspected and no abnormalities were noted. A second ablation on the same tumor was then initiated at 140]w for 6 minutes. When approximately 1 minute and 15 seconds remained, the displayed output wattage dropped to 102]w. However, no error message was displayed, and the system continued to operate normally. The physician was informed of the wattage drop and decided to complete the ablation before removing the probe for inspection. Upon removal of the applicator from the patient, only the stainless steel portion of the probe tip was present, the ceramic tip was missing. A subsequent CT scan confirmed that the broken ceramic tip had remained inside the patient. A new ablation probe was then used to complete the procedure successfully. Regarding the retained ceramic fragment, the physician stated that follow-up observation and monitoring would be conducted. The physician has over 10 years of experience in ablation, is a member of taiwan society of interventional radiology, and has attended ablation training courses. The ablation size was 3cm.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Received one (1) 14cm solero probe. The customer's reported complaint description of the ceramic tip was fractured and detached is confirmed. The applicator was received with the ceramic tip partially detached from the distal end of the shaft assembly. The ceramic ferrule and center conductor is completely detached. Approximately 4mm of the tip remained attached there are signs of a thermal event occurring. Center conductor detached internal to semi rigid. There are no known manufacturing defects. The device cartridge was connected to the complaints lab solero generator nest. The pump function was verified and functioned normally. This failure is the result of a thermal event, root cause of which could not be definitively determined. Root cause for the thermal event/tip detachment could not be definitively determined. Capa000112 has been initiated to investigate this failure mode. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device: - prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: - avoid placing lateral forces on the applicator tip during placement or removal. - always use the lowest power and shortest time necessary to achieve the targeted ablation. - each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. - inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions - inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. Unit was manufactured in jun-2022 and there have been no previous case/service orders performed since unit was distributed. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with probe tip detached failure mode since the unit was distributed. Reference (B)(4).